Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,d10,h2,h4,h6& h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ecause the coil sheath tip was not completely butted against the cartridge, the clip pipe wings caught on the coil sheath tip during loading, and the clip was pulled into the rotatable clip fixing device with the claws closed or nearly closed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device clip appeared to be closed repeatedly on the endoscope image after being loaded. This issue occurred during a therapeutic endoscopic mucosal resection procedure. This procedure was completed with a backup device. There were no reports of patient harm.